Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found bad tip clip and tip clamp in the reported problem area of the pipette assembly. Tip clip and tip clamp in position 1 were replaced. The instrument was cleaned, inspected, tested without further problem, and returned to expected operation.